Manufacturer narrative:
(B)(4). As of (B)(4) 2014, no product has been returned. In-process and final inspection for advance 18lp catheter verifies integrity and length of proximal balloon bond. They also inspect for unbonded neck length, and ensure that the balloon and catheter are free of foreign matter, surface defects and balloon is centered in relationship to markers. Low and high pressure checks are also performed. This product is shipped with an IFU which states under warnings: "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert." "Do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked "distal." Rupture may occur." The IFU also states precautions and instructions for use. The event information stated that the balloon ruptured (probably due to atheroma within the lesion). The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. No additional actions required at this time. Per (B)(4), additional action is not required at this time based on the associated risk.

Event description:
Dr was performing a 'routine sfa angioplasty'. He used a pta4 6x10 balloon and inflated the balloon to 8/10 atm using a cook inflation device. The balloon ruptured (probably due to atheroma within the lesion) dr attempted to remove the balloon catheter through the sheath, he experienced some resistance (the balloon was jammed) and as he pulled the catheter it snapped, leaving behind a segment of the balloon. (On examination the balloon had detached from the catheter at its most proximal point). Dr replaced the 4fr sheath with a 6fr sheath and used a goose neck snare to capture the remaining balloon segment. The snare and balloon segment became lodged within the vessel and he could not remove either. An on table angiogram revealed a filling defect. The patient was transferred to theatre for a ga and a 2 hour procedure by the vascular surgeon. The balloon segment could not be retrieved, therefore, a 7mm protege stent was used to fix the remaining balloon segment to the vessel wall. The patient was transferred to the ward.